Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. PMA/ 510(k): k062858, k082644. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the sheath tube had been fractured at approximately 90mm from the distal end (approximately 10mm from the distal end of the hub) and separated in two pieces. Based on the specification of this product, which is 100mm in length, it was likely that the actual sample had no missing part. Visual inspection of the fracture ends of both pieces with ccd and sem revealed that the fracture surface was smooth. Based on this, it is likely that a sharp object may have come into contact with the actual sample. The fracture ends had been stretched partially. The sheath tube was cut, and the cross section was inspected with ccd. The wall thickness was confirmed to be even. The inner diameter and the wall thickness were measured and confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a test sample was trapped at the distal end and then exposed to tensile force. As a result, the sheath tube became elongated markedly before fractured. The state of the fracture was different from that observed on the actual sample. Another test sample after given an incision with a scalpel was exposed to tensile force. The test sample became stretched and fractured starting from the incision. The fracture surface was found smooth and partially stretched. A review of the device history record and product release decision control sheet of the product code/ lot # combination was conducted with no findings. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a sharp object may have come into contact with the actual sample causing an incision on the sheath tube. Due to this, the strength of the sheath tube against tensile force was impaired. Subsequently, when the actual sample in that state was exposed to tensile force during removal, it became fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus introducer 8.5fr. Swartz sheath, and abbott sheath were inserted to perform ablation during a right femoral venous approach. After finishing the procedure, they attempt to remove 6fr electrode catheter "beeat", which had been inserted through the actual sample; however, felt resistance and found that the actual sample was withdrawn together. The actual sample was revealed to have been fractured near the hub. The distal part of the sheath tube remained in the patient. The distal part that had remained in the patient was retrieved through a small incision made on the puncture site. The patient was not harmed. The procedure outcome was no reported.